Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Cause was not known. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.